Event description:
The customer reported that the distal pump at the back of the ortho provue analyzer was dripping fluid, causing contamination of reagents. The customer aborted testing and discontinued the use of the instrument. Erroneous test results were not reported. Fluid leak may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer arrived at the site and tightened the leaky syringe connection to the diluter to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.